Manufacturer narrative:
On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery occurred 7 years after primary surgery in a very young male patient having a double mobility cup with standard pe. No pre-revision x-rays are available. According to the report, the reason of patient's pain is osteolysis of the proximal femur. This may be due to polyethylene wear, which can be expected in a very young male patient with a double mobility cup and standard pe. Batch review performed on 08 may 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined that patient has osteolysis. The surgeon revised head and liner. The surgery was completed successfully. X-rays and explants are available.

Manufacturer narrative:
On 20 june 2017 the r&d project manager updated the visual inspection based on the results of the metrological investigation, and commented as follows: the retrieved liner was measured by our quality control department. In order to disassemble the femoral head, the central hole of the liner was enlarged. The external surface of the liner was not considered, because too many scratches were noted on it: they were probably caused during the revision surgery and the disassembling of the two components (liner and head). For these reasons (central hole and damaged external surface) a gravimetric analysis on the retrieved polyethylene component was not possible. The external diameter is 0.026mm out of the lower tolerance. The internal diameter was measured with two different methods of control. With the first method the internal diameter is conforming to the specifications, more than 0.1mm below the upper tolerance of the quote; with the second method the internal diameter is about 0.25mm above the upper tolerance. The centre of the starting internal spherical surface, moved toward the pole of the specimen about 1.9mm. Moreover, the controlled shape is no more axial symmetric: the implantation parameters of both cup and stem may have influenced the stresses transmitted to the liner and therefore caused a decentralization of the head inside the liner. The modification of the internal surface of the liner was caused by plastic deformation and wear: in fact, when evaluating the quantitative wear of polyethylene liners by shape discrepancy, it is also necessary to consider the cold ow phenomenon. This event takes place in the first few months of implant life and results in plastic deformation of polyethylene liners and cups without generation of wear debris [mckellop, h. A. (2007), "the lexicon of polyethylene wear in artificial joints," biomaterials, 28(34), pp 5049-5057]. The analysis of the shape excluded the central hole and 2.5mm of the equatorial portion because of the high degree of damage and it is outside the area of interest. In addition, it has to be considered that before the liner was returned to medacta, it was exposed to a washing process with a high temperature (more than 210°c) that may have influenced the polyethylene condition. Also, the disassembly of the femoral head from the liner may have influenced the final dimensional condition. Considering 120 mg (=125mm3) (B)(4) cycles as critical threshold for the development of osteolysis, referring to the total polyethylene wear amount [k.f. Orishimo, a.m. Claus, c.j. Sychterz and charles a. Engh. Relationship between polyethylene wear and osteolysis in hips with a second-generation porous-coated cementless cup after seven years of follow-up, j bone joint surg am. 2003;85:1095-1099], we compared the shape discrepancy of the retrieved liner with the critical threshold, after more than 7 years of implantation. The difference in shape of the analyzed portion exceeds 25% the value fixed as critical threshold. Considering the shape of the internal surface, the diameter of the sphere that best approaches this surface (see above), and the migration of the head centre, a part of the shape difference is likely due to the plastic deformation after years of load. From the analysis of the shape were excluded the central hole and 2.5mm of the equatorial portion because highly damaged and outside the volume of interest. Moreover, a wear test according to iso 14242-1, iso 14242-2 and astm 732-00 (international & us standards for wear testing) was run in the past on the worst case of the range of double mobility liners . The measured polyethylene wear is very far from the critical threshold for the development of osteolysis. With conventional uhmwpe, the average wear rate of (B)(4) cycles is more than three times inferior to the amount of 120 mg (=125mm3), defined as critical threshold. Considering the above mentioned, there is no evidence of abnormal wear on the surface of the liner. On the surface of the liner, and the geometry difference is indicated to be predominantly the result of plastic deformation. The root cause of the particular mode of geometric change cannot be determined.

Manufacturer narrative:
On 18 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: some signs can be noted on both the internal cone and chamfer of the ceramic femoral head. The external surface of the liner, mainly in the polar region, is burnished; the yellow aspect is probably caused by lipid absorption. Some scratches can be noted. The liner will be dimensionally checked by our quality control department. To date, the metrological analysis is still ongoing.